Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead dislodgement and non capture confirmed via x-ray. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to lead dislodgement. This ra lead was replaced. No additional adverse patient effects were reported.